Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was visible in the station. A technical support specialist (tss) dialed into the server and confirmed that the patient had already been discharged. The tss advised the customer to perform a reverse discharge if needed. The customer was informed. However, no response was received, and the closed the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient admitted that day did not cross over to pyxis or the es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.